Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) /2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2013-02917.

Manufacturer narrative:
Additional info has been requested and will be submitted upon receipt accordingly. This is one event for the same pt involving two separate products; associated manufacturer report numbers: 1225714-2013-02916 and 1225714-2013-02917.

Event description:
Additional info received alleges the event was sudden in nature and the pt expired the same day.